Manufacturer narrative:
Device not available for return.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Upon adjunctive ballooning of the aortic body stent graft sealing rings, in was noted that the balloon was dilated beyond the stent graft sealing ring diameter, and a rupture of the aorta was observed and the patient experienced hypotension. The patient was converted to open surgical repair, partially explanting the ovation stent graft, and a surgical graft was implanted successfully resolving the rupture. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
A clinical assessment could not be completed for this event due to the lack of medical records and imaging. A re-intervention was performed for a post implant endoleak which may have contributed to this complaint; as a possible anatomy and/or procedure-related event, but this could not be definitively confirmed. Off label or cautionary product use and user-related issues could not be determined. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4)